Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. Line b of the device was programmed to deliver an unspecified chemotherapy medication and the delivery was started. No specific programming parameters were provided. After an unspecified amount of time, the nurse noted that the device displayed a rate that was different than the originally programmed rate; however, the nurse could not specify this rate and that more solution remained in the solution container than expected. Reportedly, the delivery was continued with the same programmed settings until the delivery was complete. At an unspecified time, line b was reprogrammed for delivery of a second unspecified chemotherapy medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted again that the device displayed an unspecified rate that was different than the originally programmed rate and that more solution remaining in the solution container than expected. The device was again reprogrammed with the intended rate and the delivery was restarted and the delivery was complete. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)